Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had inserted 14 fr foley into the patient as per facility policy. The balloon was inflated with 10 ml of saline as per instruction on foley catheter (catheter hub states "inflate with 10ml"). Per customer, several minutes later when preparing to flip the patient prone, the foley slipped out of the patient, and the balloon was observed to be broke. A new 14 fr foley was inserted and no issues observed, and clear urine was returned. The incident happened in or neuro (or d). There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 2318415 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.